Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the stomach during laparoscopic gastroplasty, the surgeon was manipulating the outside of the stapler to articulate the load in the cavity, and this piece was broken. Another stapler was used to complete the case. There was no patient injury.